Manufacturer narrative:
As reported, the facility used the unknown powerflex pro percutaneous transluminal angioplasty (pta) balloon, and it popped. The procedure was reportedly completed using a powerflex pro device. There was no patient harm. The balloon rupture pressure relative to rated burst pressure (rbp) was unknown. The product was stored properly according to the instructions for use (IFU). Additional information was requested but not provided. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst¿ could not be verified as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the facility used the unknown powerflex pro percutaneous transluminal angioplasty (pta) balloon and it popped. The procedure was reportedly completed using a powerflex pro device. There was no patient harm. The balloon rupture pressure relative to rated burst pressure (rbp) was unknown. The product was stored properly according to the instructions for use (IFU). Additional information was requested but not provided. The device is not being returned.